Event description:
Complainant alleged that while attempting to convert the heart rhythm of a pt the device discharged energy to the pt once. However, on the second attempt to deliver energy, the device displayed a "bridge test failed" message and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.